Manufacturer narrative:
The defibrillation lead was surgically abandoned and replaced. The new device was also explanted and replaced. As the lead will not be returned, clinical observations cannot be confirmed.

Event description:
Boston scientific received information that during defibrillation threshold (dft) testing following the device replacement procedure, a shock was delivered that did not convert the patient. A shorted lead message was received. No further shocks could be delivered and the patient was externally defibrillated, with no adverse effects. A breech in the rv coil insulation on this chronic defibrillation lead was suspected as the cause of the shorted condition.